Manufacturer narrative:
(B)(4). The field entry does not represent the date of birth of the patient and should be read as ¿no information.¿

Event description:
It was reported that a loss of connection occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.